Event description:
It was reported that during surgery, impactor broke. Delay 0-30min, no injury and backup device from smith and nephew used to complete the surgery.

Manufacturer narrative:
The associated complaint device was not returned for evaluation but a photo was provided. The photo confirms the stated failure. The implant impactor has a piece broken off. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.